Event description:
During an in-clinic follow-up, capacitor maintenance was interrupted due to episodes of oversensing. No intervention was performed at this time. The patient was stable and will continue to be monitored.